Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed, and the buttons were unresponsive. Reviewed the alarm history and found a low reservoir alarm. Instructed the customer to remove and then re-installed the battery, but the frozen display continued. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.